Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. The rv lead also exhibited high thresholds. The rv lead was reprogrammed off and explanted/replaced. No further patient complications have been reported as a result of this event.